Event description:
The customer reported the presence of white crystals in cell a1 and b. The customer complained that the crystals caused false positive reactions. The customer has returned the supposedly defective product, but none of the samples that had caused false positives were returned. Our quality control lab tested the complaint sample with different samples. All positive and negative reactions were correct. We did not observe any false positive reactions. A visual control of the complaint sample confirmed the presence of crystals that the customer had reported. Despite of the crystals, all negative reactions were clearly negative. Because of confirmed complaints concerning crystals in biotestcell products further internal actions (CAPA) were initiated. The internal corrective action has been a modification of the biotestcell stabilisator solution. This modification was approved by FDA and implemented in november. Testing by our quality control lab confirmed the allegedly defective lot of biotestcell-a1, -a2, -b, -0 functions correctly. Because of the confirmed complaint an internal cpa was initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.